Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was heating up. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of the event and date received by manufacturer were incorrectly reported as (B)(6) 2014 in the initial report. The correct date is (B)(6) 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.